Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that¿the patient had an appointment yesterday to "start up the stimulator," but the patient had a seizure because "they put it up too high and he just couldn't take that." They added, "but he is on one of the cycles, which is c, so they're monitoring his brain waves for those 2 months. So it is on, but they don't have itlikeregistering anything yet." They mentioned that the patient hasn't had a seizure for "like 3 and a half months," so the hcp wants to "wait and see how it looks there in the next couple of months to see what kind of level they're gonna put it at."